Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical record review indicates left lower extremity radiculitis l4-l5 distribution. Facetogenic pain with degenerative disc disease. Myofascial lumbosacral pain and sacrolitis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 32mm mod head cocr -6mm neck # 163667 lot 196450. Taperloc por red/dist 13.5x147 # item 12-103207 lot 534610. Unk liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02830. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a sudden sharp/stabbing in the buttock area of the patient, going down and threw the iliotibial band a little bit is inside the incision area, then transverses down through the lateral hamstring all the way to the calf and top of foot. Patient reports continued pain requiring prescription medication. Reports hip catches and has increased pain with lengthy ambulation, received steroid injection to hip. Pain is reported for the 2 years post revision. Attempts to obtain additional information have been made; however, no more is available at this time.